Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise resulting in loss of pacing on the right ventricular (rv) lead. Rv lead fracture was suspected. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.